Event description:
The pt received the scs system on (B)(6) 2011. It was reported the pt has been unable to increase stimulation on some of her programs. A full parameter diagnostic revealed several contacts have invalid impedance values. X-rays did not show any visible fracture or anomaly around the lead. In order to resolve the issue, a surgical intervention is pending. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.